Event description:
It was reported that the reservoir of this inflatable penile prosthesis was herniated. The reservoir was removed and placed a new reservoir in new location. No patient complications were reported.